Event description:
Philips received a complaint on the dfm100 device indicating that the paddles are not functioning. The rse evaluated the device remotely. It was determined that this was a malfunction of the paddles, the replacement for which was recommended to the customer. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.